Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced difficulty breathing due to bloating, specified as "too much fluid in my stomach.¿ the events occurred during treatment using a kaguya home pd system, specified as "1/4 of kaguya's liquid injection." It was not reported if the patient was connected to the device at the time of the events. According to the reporter, treatment was paused and then they proceeded to partial drainage. Renal technical service (rts) suggested that the patient review the values, including the maximum fluid volume with the pd nurse. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the most recent treatments revealed an excessive drain volume of 3393 ml during drain 3 of 4, which was greater than the programmed maximum peritoneal volume setting of 3000 ml. A review of the device programming revealed that the programmed estimated night uf (0 ml) may have been set too low for the most recent therapies. Per the kaguya clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient's average uf was approximately 697 ml. Based on the device log analysis, the most probable cause of the reported excessive drain was determined to be the programmed estimated night uf being set too low. There was no device malfunction identified that could have caused or contributed to the reported events. Based on the device log analysis, the direct cause was determined to be use error of the device programming (estimated night uf being set too low). Should additional relevant information become available, a supplemental report will be submitted.